Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports therapy isn't doing anything for them, no symptom improvement, leaking is worse than prior to this implant, ins affects their sciatic nerve a lot, unable to control bowel, and bowel accidents. Patient was on their way to their healthcare provider (hcp) on the day of the call. Patient wants the manufacturing company to pay for their copayment because their second ins doesn't work. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.